Event description:
The following information was reported to kci by the home health nurse: on (B)(6) 2011, the patient had a scheduled dressing change. The nurse noted that the v.a.c. Canister was full of blood and there was blood present on the floor. The patient stated that the unit did not alarm. The nurse was using v.a.c. Therapy on three wounds on the right leg with the use of a y-connector. The wound on the right ankle was the source of bleeding. V.a.c. Therapy was discontinued, tubing was clamped off, and the v.a.c. Granufoam dressing remained in place and a pressure dressing was applied. The bleeding slowed down and emergency medical service was called. The patient was transferred to the emergency room (ER). The patient's hemoglobin in the ER was 7.2.

Manufacturer narrative:
On (B)(6) 2011, the patient was admitted to the hospital for a below the knee amputation. We are filing this report because a possible contribution due to use error cannot be entirely ruled out. On (B)(4) 2011, the device was tested per quality control procedures in kci, prior to placement with the patient. The device passed qc checks and met specifications. On (B)(4) 2011, the unit was returned to the kci for device evaluation. The unit was tested per quality control procedures. The device passed the pressure accuracy checks and alarm functions. No fault was found with the device during the device evaluation and inspection.